Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 was having intermittent failures. A field service engineer inspected the unit, tested the drawer, cleared debris, replaced the rear control board, and performed preventative maintenance. The customer performed the inventory and was satisfied with results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer checked in remote support service, and a hardware failure message was displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.